Event description:
Customer support received a service required code on the helpline queue. Patient confirmed the service code at time of changing battery. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection for unrelated issue. Returned monitor passed both isl (safety) and eit (performance) test after retesting. The reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".